Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed on merlin.net after a linear increase was seen on test results log. Tissue growth on lead was suspected. Lead was capped and replaced on (B)(6) 2016.

Event description:
New information received notes that patient was stable post-procedure.